Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. A flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.